Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a radical right resection of pulmonary carcinoma procedure, the jaws of the device could not open after the first firing. The surgeon compressed the release button and pulled the manual lever many times, but he could not open the jaws. Then he used another device to anastomose at distal part parallel to the first cut line to remove the device with tissue in its jaws. Another like product was used to complete the procedure. There were no adverse consequences for the patient reported.